Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B) (6) 2010. The surgeon reported no pt injuries and the diffuse lamellar keratitis (dlk) was resolved. A lift and rinse was required with an aggressive treatment of oral and topical steroids.

Manufacturer narrative:
Eval: on march 1, 2010, a clinical development manager was dispatched and reviewed their process. She made recommendations to the types of gloves used and the rinsing procedure of their surgical instruments. On march 3, 2010, a field service engineer performed preventative maintenance. Reported the laser was out of calibration and made the appropriate adjustments.